Event description:
An optometrist reported a corneal abrason in a patients right eye 66 days post photo refractive keratectomy (prk). Patient reported painful and blurry vision in right eye. Patient went to the emergency room and was prescribed an antibiotic and a pain medication. The optometrist placed a bandage contact lense over the right eye. Follow up information obtained reported that the corneal abrasion has resolved. Bandage contact lense has been removed. Patient discontinued medications on own. Patient was instructed to use artificial tears. Patient is doing well and no additional follow up appointment is scheduled.

Manufacturer narrative:
The system history shows that the laser was verified successfully prior the date of treatment. Logfiles review shows that all treatments were completed to 100% and all laser system functions were within specifications at this day. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The technical investigation shows that the device meets the specifications. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).